Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7072053.

Event description:
It was reported that the patient was experiencing poking pain at the left lead site when sitting in a chair and or when there was pressure placed on the area. The patient did indicate that the stimulation was providing adequate stimulation for which it was implanted. The physician assessed that the cause of the patients pain was the progression of her scoliosis of the spine. The patient underwent a revision procedure in which the left lead was repositioned by being pulled down. The patient is doing well post operatively and the poking pain has resolved.